Event description:
Per provider he believes the sector block was broken possibly from hitting or running into something. Provider stated there were no injuries nor any issues of abandonment associated with the incident. Provider states the chair does not belong to a specific end user and belongs to a facility.